Event description:
Received info regarding multiple leaking cartridge. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become avail, a supplemental form will be submitted.